Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a seizure when the cgm was displaying 140 mg/dl. The patient's husband provided the patient orange juice and a glucagon injection. Afterwards, the patient felt lethargic and nauseous so she went to the emergency room. At the emergency room (ER), the patient was provided IV glucose and anti nausea medication. The patient was in the ER for two hours. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.